Manufacturer narrative:
The adminstration set in question was returned to walkmed infusion for evaluation. A visual inspection revealed the device had completed split at the filter connection. There were no observed deviations while reviewing the manufacturing records for this device's lot. Walkmed infusion was unable to confirm the defect was a result of the manufacturing process and no root cause was identified for the leak. This appears to be an isolated incident.

Event description:
A leak was observed while using a walkmed infusion administration set. There were no reports of any injuries.